Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The caller reported that the customer was receiving erratic blood glucose readings that started on (B)(6) 2018 with the aviva connect system. The caller could not recall the readings from the device. Based on the erratic blood glucose results the customer went to his doctor on (B)(6) 2018. The doctor adjusted the customer's sliding scale of insulin based on the high meter results. The sliding scale was not provided. On (B)(6) 2018 at 4:30pm the customer received a high reading on his aviva system and administered 18 units of novolog flexpen. At 6:15pm the customer's wife found him sitting at the kitchen table; he was delirious, not making any sense, and started violently vomiting. Wife immediately called 911 and the ambulance arrived at 6:25pm. Wife states that they put him on a stretcher and transported him to the hospital. Wife states they arrived at the hospital at 6:30pm. The wife could not provide the type of treatment or blood glucose results the emt's provided. The customer's wife stated that the hospital performed a number of different tests and they checked his blood glucose at 7:00pm and received a result of 192 mg/dl. The wife reported that the customer was admitted to the hospital and was treated for the severe sickness and irregular heartbeat rhythm he was experiencing due to the overdose of insulin. The customer was released from the hospital on (B)(6) 2018 around 7:00 pm, the wife stated that the customer's last blood glucose result was 148 mg/dl on the hospital's meter before being discharged. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.